Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device could not be confirmed and details regarding the reported incident were not provided, the root cause of the event could not be determined. This supplemental report includes a correction to e3 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: a3, b2, b5, b7 and h6.

Event description:
Additional information from the user facility reported that the surgical conversion procedure was laparoscopic and approximately three hours in length. The polyp was successfully removed. The patient was admitted for one day, but was stated to be in perfect health post polypectomy.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor, on behalf of a user facility, reported to olympus that during a polypectomy the fg handle failed. It was stated that the ¿endo-looping application equipment crashed.¿ initial information indicated that the procedure was altered. Additional information clarified that the procedure was converted to surgery. It was stated that there was no damage or bleeding of the patient. Additional event and outcome information has been requested.